Manufacturer narrative:
DHR was reviewed for all possible lots . All DHR records were in order and no other complaints or ncr's have been recorded for the lots or the raw materials used. The pictures provided were reviewed and no information could be gathered from them. The likely cause of the issue is wear on the valve itself or any of the mating components between the catheter and the drain line. Stress fractures could have occurred resulting from over tightening the mating components. Replacement valves are available for use and are provided. Insufficient data about the patient and case (i.e. When was the catheter originally implanted, had the valve been replaced already, etc ... ) are details that would further help in the investigation. This device is not sold in the us but is similar to the m7001 that is sold in the u.s.

Event description:
The safety valve is damaged. The gauze compresses is soaked with purulent liquid. During the drainage operation, about 10 cc of air appears with the drainage liquid. This product is not sold in the us but is similar to the m7001 product that is sold in the us.